Event description:
Our ICU rn's have reported trouble with the arterial blood sampling kits we have been using. Evidently the attached needles come off very easily. The device has a slip type tip, not a luer lock. When they separate it leaves the needle and the syringe in 2 separate pieces. The needle is supposed to come apart from the syringe but there is very little resistance to its coming off. It has been reported as coming off with just minor manipulation in placement. Both needles involved in this incident are from the same lot number.